Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. (B)(4). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ IV administration set cfn120 bp hs had foreign matter. The following information was provided by the initial reporter: IV set spike tip part yellow paint. Updated info: is the yellow paint on the spike tip surface or in the spike material? Be buried on the surface of a spike. Is there any yellow paint on the protective cap inner surface? Movable or immovable? It's buried on the inside surface, and it doesn't erase easily. Is the yellow paint existed as powder or oil liquid? Looks like oil.

Manufacturer narrative:
H.6. Investigation summary: 1 sample was returned to hanscent, lot number is 20180904. Preliminary investigation shows the fm is buried on the surface of the spike, and oil like. Retention samples inspection: hanscent inspected 15 pcs of retention samples from lot 20180904, no abnormality observed. DHR inspection: hanscent inspected the manufacturing record for lot 20180904 including component injection, assembly and inspection record, no abnormality observed. Process investigation: since the yellow fm on the spike was oil like, all spike relevant process were inspected to check for the fm source. It was assumed injection mold lubricating oil might be the fm source, in which the oil contaminated injected machine chute might be the cause. Ftir on fm: the yellow fm on spike was extracted by ethanol, and inspected by ftir. The results was compared with the mold lubricating oil ftir spectrum. It is concluded the yellow fm on the complaint sample was mold lubricating oil. Customer complaint record review: hanscent reviewed customer complaint record, there was a similar complaint, which was oil stain outside the spike, which was caused by excess mold oil. While actions has been in place, hanscent indicate the action might not be robust enough. Root cause: based on investigation, the yellow fm was concluded to be mold lubrication oil from ftir. The cause of the fm appears to be oil contaminated injection machine chute which contaminate the spike. The inspector failed to capture this fall out. Corrective actions: 1. Hanscent replaced the oil contaminated injection machine chute with a new one. 2. Strength the IV set production inspection. 3. Retrain the inspectors to watch out for fm issues such as oil hair etc. H3 other text : see section h.10

Event description:
It was reported that bd¿ IV administration set cfn120 bp hs had foreign matter. The following information was provided by the initial reporter: IV set spike tip part yellow paint. Updated info: 1. Is the yellow paint on the spike tip surface or in the spike material? ->be buried on the surface of a spike. 2. Is there any yellow paint on the protective cap inner surface? Movable or immovable? ->it's buried on the inside surface, and it doesn't erase easily. 3. Is the yellow paint existed as powder or oil liquid? ->look like oil.